Event description:
Caller reported a malfunction on the pump, identified by malfunction code 9. There was no adverse impact to the customer¿s blood glucose level. Customer was assisted with resetting the pump by technical support, and the malfunction code did not recur after the reset. Customer was advised to continue using the pump and to contact support if any issues reoccurred, which they acknowledged and understood.